Event description:
A patient's family member reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with peritonitis characterized by cloudy pd effluent. The patient had a pd culture obtained in the hospital which had an elevated white blood cell (wbc) count. It was stated that the patient is being treated with antibiotic therapy (details unknown) for the peritonitis. The nurse stated the patient will be transitioning to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to (patient) poor hand hygiene.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient's family member reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with peritonitis characterized by cloudy pd effluent. The patient had a pd culture obtained in the hospital which had an elevated white blood cell (wbc) count. It was stated that the patient is being treated with antibiotic therapy (details unknown) for the peritonitis. The nurse stated the patient will be transitioning to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to (patient) poor hand hygiene.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to patient poor hand hygiene, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.